Manufacturer narrative:
The insulin pump did not pass the displacement test and a motor error alarmed during rewind due to an out of phase motor encoder signal.

Event description:
It was reported that a motor error alarm occurred on the insulin pump. Troubleshooting was performed and the motor error alarm occurred again. Prior to the event, customer stated that she had an MRI done while she had the insulin pump on. Nothing further was reported.